Event description:
Severe swelling of the soft tissue possibly caused by endotoxins. Bone growth also occurred after surgery, possibly a cause and effect from swelling and had to go for a revision surgery to shave the bone growth down to aleve severe pain. FDA recall number: z-1861-2017, recall event ID (B)(6).